Manufacturer narrative:
The device was received for evaluation. During evaluation, the door of the device was not shutting properly and alerting to "shut door power off". The cause was identified to be out of adjustment hooks which require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump door was not shutting properly and was alerting "shut door power off". No additional information is available.